Manufacturer narrative:
Based on the information available to us, we were unable to confirm the event. In the meantime, all information received will be used for further tracking and trending purposes.

Event description:
Customer reports: the balloon burst on the sld.

Manufacturer narrative:
The device history record (DHR) review could not be performed since no lot number was provided from customer complaint report, and no photo/actual sample with an identifiable lot number was received. One decontaminated sample was received for evaluation. A visual inspection was performed according to procedure. Additionally, a functional test was performed. The leak test was performed by inflating the balloon and the reported condition was not observed. Based on historical data the supplier was issued a formal corrective/preventative action (CAPA). This complaint will be closed with no further action and will be used for tracking and trending purposes.